Event description:
The customer called and reported that the customer's blood glucose had gone down to 42 mg/dl the morning of this report. Customer treated with apple juice, and her blood glucose was at 95 mg/dl at the time of the report. The customer was calling in for assistance rewinding during a set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.